Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The control board was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported the unit had a system reset error. There was no report of patient involvement.